Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by hospital employee that the patient was scheduled to have vns explanted due to an abscess believed to related to an infection. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. It was verified the device was sterilized prior to release. Information was received from the sales representative that per the physician the infection was located at the generator site superficially which was confirmed through x-rays and ultrasound and not at depth of generator. The cause of the infection was not discussed but was not believed to be related to vns. The neurosurgeon did not explant the device since the infection was superficial to the battery and felt by taking the battery out the patient could potentially drive a deeper infection. The area was packed to address the infection. Although it was identified that the abscess that was related to an infection was not directly caused by vns per the physician, given it's physical location directly over the generator, it is difficult to conclude that the generator did not contribute at all, therefore the conclusion of the event is unknown. No surgical intervention related to this event has been reported to date. No additional relevant information has been received to date.